Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during gastric bypass, the device did not toggle. The needle broke off inside the patient and was retrieved. A medical x-ray was ordered and done and performed to locate the needle. The procedure extended by 30 minutes and more. There had no injury noted to the patient. Patient status: alive with no injury.